Event description:
The customer reported that during a colon resection, the device jaws could not be re-opened while applied on tissue. The surgeon removed the device by prying it off with another instrument. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.